Event description:
It was reported that a spectrum pump was not delivering the intravenous infusion therapy of levophed as intended and "did not alarm" during therapy at the critical care unit. The pump was programmed to infuse levophed at 21.6 ml/hr and the patient was "continuously" hypotensive "in the 70s". The flow-rate was increased, however this was not reflected in the blood pressure (bp) of the patient. No additional information is available.

Manufacturer narrative:
The patient was reported to be an adult. The user facility submitted medwatch (B)(4) for this event. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.